Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose after a supply change, with high readings noted on alerts; troubleshooting confirmed insulin delivery steps were correct, the infusion site was dry without irritation, tubing was properly connected, and priming drops were observed, and a full supply change was advised with subsequent confirmation that glucose trended down. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and caregivers. Investigation of this case revealed no findings available, and the device problem and component involvement could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.